Event description:
It was reported that an insulation break was observed on the right atrial lead (B)(4).this lead was removed. It was also reported there was an unsuccessful implant attempt of the replacement lead (B)(4). Due to the high number of rotations required to extend or retract the helix. This lead was not used, and another lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. The helix extends and retracts within product specification. Further testing revealed blood in/on the helix mechanism (sleeve head) and the helix mechanism.